Manufacturer narrative:
Device evaluation: wear abrasion, crease fold, two openings and weight to the spec, encapsulation 25% color yellow, non penetrating nicks. A microscopic analysis was performed which identify two crease sharp openings on posterior side. Based on the device analysis the final assessment is: two crease sharp openings on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.